Manufacturer narrative:
(B)(4). Empty. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which firing of the device did this event occur on?. What vessel or structure was the device fired on at the time of the event?. Was the clip fully advanced into the jaws prior to firing?. Was there any torquing or twisting of the device present at the time of firing?. Was any unexpected resistance felt while firing the trigger?. Were any unexpected noises heard?. Did anything unexpected happen prior to this incident?. Was the device fired after this incident in or out of the patient?. What were the indications for surgery? What was found?. Does the patient have any relevant history of surgical treatments?. Did somebody other than the primary surgeon fire the instrument?. Was there a recent conversion to ees devices in this account or with this surgeon?.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device produced malformed clips and scissored clips. Another device was used to complete the case. There was no adverse consequence to the patient.